Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink continu-flo solution sets were unable to prime. The reporter stated that in each case, the nurse had spiked an IV bag into the set and solution flowed into the drip chamber; however, solution would not flow out of the drip chamber into the rest of the set. The nurse had attempted to squeeze the bag to begin flow for each case. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured 06/06/2017 - 06/07/2017. The actual device was not available; however, a 111 companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water was performed with no issues noted. Functional flow rate testing was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.